Manufacturer narrative:
The initial MDR 2517506-2017-00775 was filed on (B)(6) 2017. Additional information (09/21/2017): on (B)(6) it was noted that calibration and quality controls (qc) data results were within expected range. In addition, the customer reported that on (B)(6) they performed instrument decontamination. A siemens headquarter support center (hsc) specialist reviewed the event data. Hsc concluded the data is consistent with biofilm in the chemistry wash fluidics. Service performed additional instrument decontamination the week of (B)(6). The system performed within specification after decontamination.

Manufacturer narrative:
Additional information (07-november-2017): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse decontaminated the hm module, aligned reagent 1 arm, reagent 2 arm and sample arm. The cse adjusted the reagent carrousel, incubation and hm temperatures. The cse replaced the lamp and all hm module tubing. Routine monitoring and quality controls resulted within specification. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls resulted within the expected mean. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the hm probes and performed decontamination. The customer then performed patient sample correlation testing with two other instruments, which resulted as expected. The issue recurred again on (B)(6); documented in related mdrs 2517506-2017-00776, 2517506-2017-00777. The cse was re-dispatched and performed further decontamination. Upon follow up with the customer, samples were resulting as expected after troubleshooting. The cause of the discordant cardiac troponin I results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I results were obtained on patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), and questioned. The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, elevated cardiac troponin I results.